Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2018 a desat alarm was not seen via overview/caregroups. The alarming bed was in room 112.2 and the alarm was expected but not populated in rm 102 and 114. No patient or user harm was reported.